Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim icon programmer was not working and patient didn't know how to use it; stating that paddle wouldn't stay over the implant site in bed at night. Patient thought that they had to keep the paddle over the implant site at all times for it to work. It was reviewed with patient's husband that the paddle only needs to be over the implant site when they needed to make changes to the settings. Patient reported that it still turns off at night and that they would have to wake up in the middle of the night as if patient needed to go but had no urine and couldn't go. Patient was advised to follow up with healthcare professional (hcp). No further complications were reported.